Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. The device was filled with 200 ml of an unspecified drug. The reporter stated the expected infusion time was two hours; however, the device took four hours to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date - the lot was manufactured from july 30, 2015 - july 31, 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.